Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. H6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "valve deployment and position thv embolized into ventricle" was confirmed from the database registry report. Since valve serial number was not provided, a review of DHR and lot history was unable to be performed; however, a complaint history review did not identify any manufacturing non-conformances that could have potentially contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter valve replacement (thv) procedure. As reported, "when the valve was released, it migrated to the left ventricle when the pusher was not retracted. Finally, the valve was dislocated. Consequently, the patient was converted to a non-edwards surgical valve implant. Surgical valve function after surgery was normal." In this case, the pusher or flex catheter was not pulled back during the valve deployment, which could lead to the inflation balloon pushing/moving toward the ventricular during the balloon inflation, resulting in the valve embolizing into the ventricle as reported. As such, available information suggests that procedural factors (not retracting flex catheter) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.

Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
Per the report received from germany, it was a case of an unknown size sapien 3 valve, on aortic position by transfemoral approach. When the valve was released, it migrated to the left ventricle when the pusher was not retracted. Then, the valve was dislocated. As a consequence, the patient was converted to a non-edwards surgical valve implant. The surgical valve function after surgery was normal. There was no valvular or paravalvular leak. The patient died the same day of the intervention. Patient was frail and life-expectancy was short due to cancer.